Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted and reportedly high, however an exact value was not provided. The customer administered a manual injection. It was reported that the customer has manual injections available as alternate insulin therapy.